Event description:
It was reported that ten minutes after the iab was inserted and pumping began, the pump experienced helium leak alarms. The iab was removed and replaced without any pt complications.